Manufacturer narrative:
The customer requested that a philips service engineer be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. It was confirmed that the therapy capacitor and therapy board was damaged and needed to be replaced. However, since the parts were eol (end of life). There was no part available for replacement. Device was not back to use. Based on the information available and the testing conducted, the cause of the reported problem was damaged therapy pca and capacitor. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the parts were eol. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.